Event description:
The customer was hospitalized for high bgs. It was reported that the customer had high bgs for three days and had been treating with manual injections not pump. The customer changed the infusion set every day. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. Also the high-pressure test was performed and passed.